Event description:
It was reported that in preparation for biopsy procedures, the device failed to prime on the second rotation of the knob and a rattling noise was heard as though something was broken. The devices were exchanged to complete the procedure. There was no patient involvement.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive, as the device was not returned for evaluation. The root cause for this event was determined to be supplier related due to over-processed resin. The information provided by bard represents all of the known information at this time.